Event description:
Pt placed in chair by physical therapy. Chair in normal seated position. Pt with velcro safety strap intact and siderails up. Pt was sitting in chair. Upon rn entering room, pt laying face down on floor with most pressure noted to right forehead and right shoulder. Pt's chair noted to be in an eject like position. Velcro straps of chair noted to be intact. Pt's neck and spine stabilized and pt placed on her back. Vs assessed and stable. No loss of consciousness noted. Pt awake and alert. Pt c/o pain to head, neck, and right shoulder. Pt unable to fully raise right arm. Dr notified and at bedside. Full neuro assessment completed by dr. Pt placed on backboard and neck brace placed on pt. Pt sent for CT scan.